Event description:
It was reported that during a cholecystectomy procedure, when the doctor attempted to use the device, the clips did not take the tissue. The doctor made several attempts. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Returned empty no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. No incident related to the reported event was observed during the batch record review.